Manufacturer narrative:
An event regarding acetabular loosening involving a trident liner was reported. Conclusion: it was reported that the patient had pain, additionally it was noted that the acetabular component was loose. Based on the information provided there is no indication or allegation that device reported in this investigation may have contributed to the event and is therefore considered concomitant. As per product remediation tracker, the device is not subject to a recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2014. He reported severe pain and would like to known if his implants were involved in a recall.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi solidback cup 56mm; cat#500-03-56e; lot#mnk6m7, size 4 accolade ii 127 deg; cat#6721-0435; lot#48921104, v40 cocr lfit head 36mm/0; cat#6260-9-136; lot#mnm2w8. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device remains implanted.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2014. He reported severe pain and would like to known if his implants were involved in a recall.